Event description:
Complainant alleged that during a routine shift check by a clinician, the battery got hot while the device was charging the battery. The device was then unable to power on via battery power. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.